Manufacturer narrative:
During testing, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The customer contact's report of no dc power was duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of no dc power. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code.